Event description:
It was reported that during a rotator cuff surgery the scorpion needle got stuck in the upper jaw of the punch (forceps). The punch (forceps) was stuck in the rotator cuff grip position and could not get out of the joint with the instrument. The surgeon then broke the needle on purpose to be able to reopen the punch (forceps). The broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photos, which show the intentional needle breakage detailed in the event description. However, without receipt of the devices for physical evaluation, the cause remains undetermined. No change in harm was identified.